Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted to use the provided tandem charging cable and wall adapter without success, and later tried a different wall adapter, which also did not resolve the issue. The replacement tandem charging supplies were received, and the pump began charging without any further assistance needed. There was no pump shutdown or inability to turn the pump back on reported.